Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient experienced a burning sensation when increasing stimulation from 6.0 ma to 7.0 ma. They were unsure if the burning was caused by stimulation or a re-occurring bladder infection. They also had to decrease stimulation substantially in order to sleep. Patient said they have specimen cups and plans to bring their urine to their next healthcare provider's (hcp) office to have it tested for a urinary tract infection (uti). The next day, the patient mentioned stimulation was causing a burning sensation and not a flutter so they decreased stimulation. On (B)(6), the patient mentioned having a bladder infection and chills. They leaked when they got up the morning of the report and they also have a burning sensation. They also said their bladder infection was causing pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Previously reported information was restated. In addition, it was reported that the cause of the burning sensation with stimulation was unknown. As noted in the response, it was reported that according to the notes, it was unknown but thought to be related to the stimulation. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who said the urinary tract infection (uti) was not related to the device/therapy. The actions/interventions performed were they were treated with keflex. The hcp provided the patient's history of utis prior to and since the start of their evaluation. The patient has had utis dating from (B)(6) 2011 to the present [illegible] intermittently. No further patient complications have been reported as a result of this event.